Manufacturer narrative:
An email was sent to the distributor to assist in resolving the reported failure. The contact was instructed to check the pressure drop across the air filters. Further instructions stated that blocked filters cannot be confirmed through visual inspection. The distributor reported that "the problem has been sorted out". Additional information is being requested from the distributor in regard to how the issue was resolved. A followup MDR will be submitted.

Event description:
The distributor reported the following: the ventilator was set up with both air and oxygen pressures set at 50 - 55 psi. There are pressure regulators with filters in line (post compressor and oxygen tanks). The fio2 was at 50% with the flow set at 12 liters, pip set at 22 (delivering 8 - 9 cmh2o) and peep set at 5 (delivering 3 cmh2o). When the fio2 was increased to 100%, the pip became 18 - 19 cmh2o and the peep 4 cmh2o. Turning down the fio2 to 21% changed the pressure to 4 -5 cmh2o. The distributor's engineer opened the unit and found the pressure at the regulator (post mixer) is 18 cmh2o when set to 100% fio2 and 0 cmh2o when set to 21% fio2.